Manufacturer narrative:
It was reported that during a vasectomy procedure, the doctor was expecting to get a sharp mosquito instrument. He noticed that only one side of the instrument of "sharp", the other was "blunt". Instrument was removed from the tray & a reusable instrument was obtained. Patient is fine. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
During a vasectomy procedure, the doctor was expecting to get a sharp mosquito instrument. He noticed that only one side of the instrument of "sharp", the other was "blunt".